Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 6106975. Medical device expiration date: 10/31/2017. Device manufacture date:04/15/2016. Medical device lot #: 6064552. Medical device expiration date: 08/31/2017. Device manufacture date: 03/04/2016. Medical device lot #: 6159906. Medical device expiration date: 11/30/2017. Device manufacture date: 06/07/2016. Results - bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood pooling with the incident lot was observed. A review of the manufacturing records was completed for the incident lots and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® barricor¿ plasma had blood pooling at the stopper which allowed a drop of blood to be on the outside of the syringe. No injury or medical intervention reported.